Event description:
Caller reported a false negative urine hcg test on hcg device sp brand rapid test vs. Beta hcg run by quest diagnostics. A urine sample from a (B)(6) old female patient was run with a negative result. Pt had run ept home pregnancy test with positive results. A confirmatory test was run by quest diagnostics (beta hcg test) with a result of 185 (positive). The pt's last menstrual period was (B)(6) 2011. She has a history of irregular menses thus was on birth control pills for some time.

Manufacturer narrative:
Lot number(s): hcg1040187; expiration date(s): (B)(6) 2013 control: 25miu/ml hcg urine control lot: hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 241.0iu/ml hcg urine control yield clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Mfg batch record review did not observed. Mfg batch record review did not observed failure. Unable to identify the root cause without patient specimen analysis in house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. Customer product will be tested when/if it is returned.